Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the continuity testing showed channel # 2 and 5 electrical open was found on the returned lead. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient's lead had high impedances during a competitor's implant. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.